Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: wang, y. Et al (2017), an innovative intra-articular osteotomy in the treatment of posterolateral tibial plateau fracture malunion, the journal of knee surgery, vol. 30 (4), pages 329-335 (china). The aim of this study is to describe in detail about an innovative intra-articular osteotomy via an extended anterolateral approach for the treatment of pltpf malunion. Between (B)(6) 2010 to (B)(6) 2012, a total of 13 patients (3 male and 10 female) were included in the study. Of these, only 5 patients underwent surgical treatment using a 3.5 mm lateral proximal tibial plate (synthes inc., (B)(6)). The average time of follow-up was 19.6 months. The following complications were reported as follows: 3 patients had valgus deformity, and their alignment was restored. This report is for an unknown synthes screws. This is report 2 of 2 for complaint (B)(4). It captures the reported valgus deformity. A copy of the literature article is being submitted with this medwatch.